Event description:
A 23 mm epic supra valve was implanted; however, the intra-operative echo showed severe insufficiency of the valve. A paravalvular leak as well as interference of aortotomy closure suture with prosthesis leaflets was ruled out. The valve was explanted and replaced with a second 23 mm epic supra valve (sn: (B)(4)) due to high-grade transvalvular insufficiency as seen on toe. The patient developed severe neurological impairment with critical illness polyneuropathy and myopathy. The cpb/cx time was significantly extended due to this event. Patient identifier, age, weight and gender is protected under local privacy laws, and therefore is not recorded.

Manufacturer narrative:
The reported event of transvalvular insufficiency could not be confirmed. The results of this investigation indicated the 23 mm epic supra valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event remains unknown.